Event description:
Reporter indicated that the patient was experiencing an increase in seizures, unk if above or below pre-vns baseline. The pt was interrogated and obtained eri=yes. The patient's generator was replaced.